Event description:
It was reported to philips that the system could not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that the hard disk led on the host pc was off. The fse proceeded to manually power on the host pc and subsequently discovered that the cmos battery was depleted. Fse replaced the cmos battery which resolved the issue. After replacement, the system was returned to use in good working order.